Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient was revised due to malalignment; progressive arthritis, revision njr number:(B)(4), side: l, primary asa: p2- mild disease not incapacitating.